Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was to be used to deliver an unspecified medication, via a plum pump. It was reported that after the tubing set was loaded into the pump prior to pt use, an unspecified volume of solution leaked from the bottom of the door of the pump. The customer contact reported that the nurse wiped the solution, however, the leaking continued. The customer contact stated, "they are not sure where it is coming from maybe a spill from tubing." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.